Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they noticed a small wet spot on bed (about size of loonie) and noticed IV tubing had a small crack/hole.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
MDR made in error with incorrect grid row update.

Event description:
Error.